Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the device was broken, not cracked. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the attune shims are cracked and needs to be replaced.